Event description:
It was reported that the patient received inappropriate shocks due to lead noise. An increase in pacing lead impedance and threshold were observed. The lead was explanted.

Manufacturer narrative:
A fracture of the sensing coil was found at 8.2cm from the end of the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of noise and inappropriate shocks.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.